Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing and capture could not be verified. Also, the egm markers were absent from the ventricular high rate episodes. There appeared to be atrial events on the egm, but no markers. The lead was reprogrammed and remains in use and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.